Event description:
Device was used to treat a pediatric pt. Reportedly, the device operator attempted to acquire the pt's ECG using the hard paddles with the pediatric paddle accessory and reportedly observed artifact on the display screen. The operator connected the ECG electrodes and pt cable and observed the pt's ECG rhythm as being asystolic. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.